Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), exhibited several issues. The neurostimulator's battery did not deplete below 100% when stimulation therapy was on.  During the call, it was verified that the therapy was active in group a with a base intensity level of 4.9 and a prime level of 3.0. When switched to group b, the base was at 4.1 and the prime at 2.4.  Also, there was a lack of continuous stimulation therapy when using group a. The patient experienced tremors, interpreted as stimulation, and felt stimulation in the back when switched to group b but did not feel stimulation in their back when using group a.  The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was the patient's program was set up so they didn't feel stimulation on group a so the issue was due to normal programming. The cause of the ins staying at 100% was the patient was recharging when the battery was still at 100%, they were charging 2-4 times a day. The patient was re-educated and the issue was resolved.